Event description:
User reported 5 false positive results. Negative by pcr. This is report 4 of 5.

Event description:
User reported 5 false positive results. Negative by pcr. This is report 4 of 5.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02167, 68, 69, 70: tests 1, 2, 3, 5 of 5). This is a retrospective report due to challenges implementing esg.